Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 139 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. On (B)(6) 2020, the user made four (4) tubing fills: a tubing fill of size 10.9 units was observed at 10:59:46 am. A tubing fill of size 60.4 units was observed at 3:32:53 pm. A tubing fill of size 30.2 units was observed at 7:43:31 pm. A tubing fill of size 10.5 units was observed at 7:56:58 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, user made bolus requests while still having insulin on board (iob) at 1:09:31 pm, 2:56:29 pm, 9:26:20 pm, and 11:27:11 pm. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.